Manufacturer narrative:
Technician found the cause to be a defective hydraulic valve. The technician replaced the hydraulic valve to fix the issue.

Event description:
Technician alleged that the head of the bed is not going. No pt impact.